Event description:
Customer reported high device results. Device = 566 & 459 mg/dl. Customer was taken to the hospital and their device was reading in the mid 100s mg/dl. Customer was given an insulin IV for 2.5 hours. No controls used. A request was made for return product and replacement product was sent.